Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was unresponsive and stuck on blue screen. A field service engineer (fse) replaced the hard drive and reimaged and resynchronized the device and verified functionality. The system functioned as intended after the field service engineer repaired and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was offline and displayed a blue screen, indicated it was in recovery mode. The customer attempted to reboot the station and performed a power cycle by unplugged and re-plugged the unit; however, the device remained stuck. Remote smart service (rss) also shown the station as offline. However, there were no delays or adverse events or injuries reported based on this event.